Event description:
It was reported that the customer experienced repeated occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support guided the customer through several troubleshooting steps, including how to adjust the tubing and deliver boluses. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Ultimately, the customer was advised to replace supplies.